Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that on a follow up CT scan a distal type I endoleak on the right side with aneurysm growth was identified. The limb had completely pulled out of the right common iliac artery. The distal type I endoleak had caused the aneurysm sac to grow rapidly. The sac growth caused marginal seal to the proximal portion of the graft and the left common iliac artery. There was no proximal endoleak or distal endoleak in the left common iliac artery. The physician added a 16x13x199 to extend the right graft into the right eia without any issues. The right hypo gastric was coiled and the distal type I endoleak was resolved. Per the physician, the cause of distal type I endoleak of the right limb is unknown. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).